Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the insulin pump shut off and also received a no delivery alarm. Customer also reported a blank display and stated that the issues may have been related to a site issue. No further information reported.